Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/19/2015 with the following findings: no evidence of a motor issue was found in the pump history or black box data. The pump successfully performed the rewind, load, and prime sequence. The pump was exercised for 24 hours, during which no 'call service alarms' were observed. The piston was able to fully rewind and load: the reported issue was not duplicated. During the analysis, the pump operated according to the specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting during the rewind function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.